Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with food. The patient has been experiencing low blood glucose for 4 days. The customer stated the drive support cap appears normal. The customer was advised to reviewed priming technique and programming and found all good. The customer was advised to check with healthcare provider if basal rates settings are accurate. The customer had a dentist appointment and had to go.